Event description:
It was reported that the customer experienced discrepancies in the insulin pump's fill gauge, which displayed 21 units instead of the expected 60 units. There was no adverse impact to the customer¿s blood glucose level. After troubleshooting, it was recommended to replace the pump, and the customer is continuing to use the current pump until the new one is received. A replacement pump was sent, and the customer was instructed on putting the pump into storage mode and returning the problematic one using a pre-paid label within 10 days.